Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, which the user resolved by placing the device on the charging pad or allowing it to rest before attempting to wake it again; blood glucose was not affected. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the switch/relay component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.